Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 90% stenosed distal right coronary artery. The vessel diameter was 3.5 mm and the lesion length was 15 mm. Resistance was felt during advancement of the 3.5x15 mm tenku rx balloon catheter to the lesion. The balloon ruptured during the second inflation at under 10 atmospheres. The balloon catheter was prepped inside the patient anatomy. Another trek balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: asahi intec; guide cath: medtronic. Incorrect prep. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) in the preparation for use section states to remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. This is to be performed prior to entering the anatomy. In this case, based on the reported information the balloon rupture likely resulted from interaction with the calcification.